Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed.  Upon investigation the monitor was unable to undergo incoming functional testing. The monitor's electrode belt connector pulse pin was thermally damaged. The root cause for the damaged pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to undergo incoming functional testing.